Event description:
It was reported to boston scientific corporation that a resolution clip device was used during fundus varice hemostatic clipping procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after the clip was locked and deployed onto the target tissue, the clip assembly failed to release from the delivery catheter. The user indicated that the clip remained "blocked into the applicator" and when an attempt was made to draw the applicator back, the clip separated from the tissue. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. Reportedly, the deployment steps were appropriately followed and the clip did not release prematurely. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.